Manufacturer narrative:
New information was provided from abbott diagnostics (B)(4), inc.'s investigation. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m126133 showed that the complaint rate is (B)(4).

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m126133 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m126133 and test base part number 190-430 / lot m126133 were reviewed. This lot met the required release specifications. Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
It was reported from cicu that (3) alaris pumps gave the error message "channel communication error" during line change, and there was no patient impact. Pump asset tag ID's were cs1178, cs0393, cs0745, however the device serial numbers were not provided, and the pcu ID was unknown. Although requested, further information was not provided.